Manufacturer narrative:
The technical application specialist (tas) took the patients samples to be tested on the advia centaur xp at an another laboratory and the results were positive. Results: sid (B)(6): 54.7; sid (B)(6): 64.5. The cause for the discordant rubella g results is unknown. The difference in the values between the two methods is likely due to the different architectures of the assays. The advia centaur xp assay uses whole rubella virus while the alternate method assay uses partially purified rubella virus. If the alternate method rubella g assay does not use strain hpv 77 this may also explain the difference in results. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant positive advia centaur xp rubella g (rub g) results were obtained for samples from two different patients. Aliquots of the patient samples were tested on an alternate method and the results were negative. The patient samples were repeated on the advia centaur xp and the results were positive. It is unknown which result is correct. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.

Manufacturer narrative:
On 04/20/2016 correction: the unit of measure was clarified. The unit of measure for the advia centaur xp rubella g (rub g) results is iu/ml and not iu/l. No further evaluation of the device is required.